Event description:
It was reported that during a robotic prodatectomy procedure, the device clipped fine but they were falling off the vessel. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
(B)(4):spring cartridge lockout tab the analysis showed that the ats45 device was received in good visual condition and with a reload loaded in the device. The reload was received fully fired and with the reload lockout spring bent. The damage to the reload lockout spring is consistent with damage observed when attempting to fire an already spent cartridge. The reload is design to lock out after a partial or complete fire to avoid re firing a partially or fully spent reload. Firing through the lockout mechanism can break the device. For more information please refer to the instructions for use. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
During the procedure a radial approach was chosen for the procedure. The target lesion was the proximal to distal left circumflex (lcx). A 2.5 x 28mm cypher select+ stent was implanted at the target lesion. A 2nd 3.0 x 33mm cypher select+ was delivered to the target lesion, but there was difficulty delivering it. Parallel wire technique, 5 in 6 technique and additional pre-dilation were conducted and eventually the 2nd cypher select+ was delivered to the target lesion and was implanted proximal to the 1st cypher select+ (inflation time and pressure were unknown). Then insufficient stent apposition due to the severe calcification at the lesion was observed and so several post-dilations for proximal to distal lcx were conducted at approximately 16atm (inflation time unknown) with the sds of the 2nd cypher select+, shifting the sds back and forth. In the fourth post-dilation with the sds at the bifurcated and flexed portion at proximal lcx to obtuse marginal, the balloon ruptured. Balloon rupture was confirmed by contrast medium leakage under cag. Therefore, the sds of the 2nd cypher select+ was retrieved from the patient intact. Then, ivus was conducted and the procedure was finished successfully. There was no patient injury reported. The product was clinically used and will be returned for analysis. The physician did not indicate any anomalies prior to use. The lesion was a de novo, heavily calcified and highly tortuous. There was 99% stenosis. There was no difficulty removing the product from its packaging or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. A non-cordis indeflator was used successfully with other devices.

Manufacturer narrative:
(B)(4). Device retained at account the device is currently being retained at the account by risk management. A supplemental report will be sent upon receipt of the device and analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic nephrectomy procedure, on the second firing on the renal vein with a white cartridge the device cut but did not staple. They used clips to control the bleeding. A new device was used to complete the procedure. No adverse patient impact reported.